Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use, during drain 3 of 5. The drain volume was equal to 0ml. The technical service representative (tsr) explained the alarm. The tsr instructed the patient to press stop/go. The drain volume was increasing. The home patient (hp) said they felt like a "bloated pig". The drain volume was equal to 4230ml, and then the hc went to fill. The patient's fill volume is 2600ml. Based on the reported drain volume and fill volume, this complaint meets increased intra-peritoneal volume criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The hp wanted to continue therapy. The tsr explained about lost dwell time. Per the hp, therapy should have been over. The hp stated that they had check patient line alarms all night. The tsr explained about stopping therapy took dwell time off of the clock. The tsr explained about getting a high drain alarm at the end of therapy. The tsr advised the hp to let the registered nurse (rn) know about the alarm and the drain volume. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the nurse on (B)(6) 2012 in regards to a high drain alarm. The nurse stated they have not been notified of the alarm. The nurse stated that the home patient did not develop any adverse reactions or require any medical intervention. The nurse stated as far as they know the home patient is currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The reported issue was confirmed over the phone. The home patient (hp) said they felt bloated. The assignable cause was undetermined. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.